Event description:
Related manufacturer report number: 2017865-2021-28768. It was reported that the patient presented in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited increasing capture thresholds. The physician attempted to reposition the lead, but a stylet could not be advanced through the lumen of the lead. The rv lead was explanted and replaced. When the new lead was attempted to be placed in the header of the implantable cardioverter defibrillator, the set screw would not engage normally. There were no ratcheting sounds, so a second screwdriver was used, but it exhibited the same result. The device was removed and replaced successfully. There were no patient consequences.

Manufacturer narrative:
The reported field event of a set screw anomaly was confirmed. The presence of the septum material found inside the right ventricular set screw hex cavity prevented full insertion of the torque driver into the hex cavity. When pressure was applied to tighten the set screw, the hex cavity was rounded (stripped). The stripped set screw hex cavity prevented the set screw from being properly engaged and tightened.